Event description:
After reaming, surgeon implanted a nail. During distal locking, surgeon noticed a fragment in the medullary canal and left it in the patient. The day after the procedure, the tip of the drive shaft was noted as broken.

Manufacturer narrative:
Subject device was received and investigated. The subject device was received with the hex end broken approximately 12mm from the tip. This implies that the drive shaft may have been subjected to excessive over torque. Physical dimensional verification of the device could not be performed due to the missing hex tip. A review of the manufacturing documentation found no complaint related anomalies.